Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Event description:
It was reported that before surgery, the two knobs of the unit on the back of the mesher were stuck and therefore the cutter on the inside was stuck on the inside of the mesher, it was not possible to indicate what size the cutter was. The handle also fell apart. Additionally, the ratchet handle was not able to perform the up and down motion. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. This is a limited investigation, as per gblw04003, a review of the device history record review and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. This device is used for treatment. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.